Event description:
Changed feeding tube tubing and the new tubing would not prime via pump with tubular fluid or sterile water, after trying two 2 different tubing sets. Finally we implemented tubing set with a different lot number and it primed and infused fine.